Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, the pump was retuned with no evidence of a cloudy display and no evidence of moisture behind the display lens. A leak test passed with no leaks detected. The pump was opened and there was no moisture found.